Event description:
It was reported that due to prosthetic failure, the implant at tooth site #9 had to be removed to convert to a removable appliance.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information was received: the customer called back to report that the implant had loss of integration with bone loss. Therefore, they changed the dental plan to be a removable denture not held with an implant due to the patient receiving treatment for cancer and the patient's bone would just not hold a new implant. Based on additional information received, there was no injury, significant delay and no alleged failure of the device. Therefore, this event (loss of integration with bone loss) does not meet the definition of a reportable event. This report is being submitted to retract the initial report, MFR report number MFR-0002023141-2025-02675. As a result, the prior submissions for MFR-0002023141-2025-02675 submitted on september 26, 2025 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: additional information was received rendering this event non-reportable as loss of integration with bone loss. As a result, the prior submissions for MFR-0002023141-2025-02675 submitted on september 26, 2025 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated.